Event description:
The account alleges that the device will not go into trendelenburg, once it is fully raised.

Manufacturer narrative:
The account stated that they have not had a chance to work on this device. It has been removed from service. The account stated that if they need assistance, they will contact hill-rom. As of this report, no further information has been provided by the account as to the status of this device. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.